Event description:
It was reported that the wake button was not working. There was no adverse impact on the patient's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.